Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported a vessel sealer extend instrument did not work from the start; the mouth would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it did not work intraoperatively from the beginning, so they could not use it. It did not open.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument involved with this complaint to perform failure analysis. The instrument was found to have a grip ring dislodged. The screw head was damaged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in pitch directions. The grips did not open, and the grip open lever was not functional. The grip ring moves freely up and down the grip drive adapter. The probable root cause of the inability for the grips to open and imprecise motion is attributed to the dislodged grip ring. A dislodged grip ring may also result in the grip open lever not being able to transmit force properly. Additional observation related to customer reported complaint was that the instrument exhibited imprecise motion during gripping and ungripping. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The jaws failed to open properly. The complaint was confirmed by failure analysis.